Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several air alarms were identified but no related technical error could be found. The reported device was received in fresenius kabi lake zurich and its investigation was performed by our local technical team. According to provided information the reported event was reproduced and the air sensor could not be calibrated. It was replaced and sent to brézins for further investigation. Visual inspection showed some rust color on ceramics however cross tests were successful and the provided air sensor met all technical requirements and no functional issue could be detected. The reported event could be linked to another part that can only be analyzed with the associated device or due to a random issue that was not identified during parts investigation. Therefore the root cause remains unknown. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that an internal CAPA is open to address the subject of "defective air sensor". This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "customer reporting air bubble alarm sounding. Checked and changed tubes still sounding. No adverse reactions reported." Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.